Manufacturer narrative:
Model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 21258710; model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection and allergic reaction at the ipg site. Red rash was noted at the area. The physician believed that the infection and allergic reaction was not device related, and that the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure.